Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging that the display screen was blank. This complaint is being reported because the issue may result in an inability to use the product which may lead to long term cessation of delivery. There was no allegation of an adverse event associated with this complaint.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 23-aug-2018 with the following findings: during investigation, the pump powered on to the verify screen with a clear and legible display. The pump was opened and no damage found to display screen. The complaint of a blank display was not duplicated during evaluation.